Event description:
A customer contacted beckman coulter (bec) to report a fluid leak from the probe of a coulter act diff analyzer. The volume of the leak was unknown. The instrument generated 'low diluent' error. The customer was wearing gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples. No erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting over the phone. After the customer received the 'low diluent' error, cts instructed the customer to reboot the instrument in bypass mode. The diluent filters were bypassed and the reservoirs filled up. The customer then replaced the filters (which resolved the 'low diluent' error message) and rebooted. There was a 'low lyse' error message generated, following the reboot along with failed platelets. The lyse and sweepflow were then primed. The subsequent startup performed passed. The cause of the probe leak may be attributed to an overflow of diluent from the diluent filters. The platelet failures may also be related to the diluent filter. The lyse error was resolved after priming and was not related to the diluent leak and diluent error message. (B)(4).